Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure no misload was observed. During the first deployment, an infold of the valve frame was noticed. The valve was recaptured one time due to the infold and a procedural delay resulted from the infold. Per the physician, the patient's calcification of the annulus or aorta contributed to the valve infold.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with type 1 bicuspid aortic valve with right-noncoronary cusp fusion and significant calcification in the non-coronary cusp (ncc), a pre-implant balloon aortic valvuloplasty (bav) was performed a total of 6 times. During the attempted implant of the valve, an infold was observed on the right coronary cusp (rcc) side and the valve was subsequently withdrawn from the patient. A pre-implant bav was performed using a 22 millimeter (mm) non-medtronic balloon and a new transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-34, (lot: 0012294211); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.